Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Initial reporter facility name (B)(6) hospital (B)(4).

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during a peroral cholangioscopy (pocs) procedure performed on (B)(6) 2022. During the procedure, the image from the spyscope has disappeared. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the bilde duct during a peroral cholangioscopy (pocs) procedure performed on (B)(6), 2022. During the procedure, the image from the spyscope has disappeared. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. **additional information was received on october 27, 2022** it was reported that they were suspecting a defect against the controller. The problem is not clear; however, it was handed over to tac for inspection.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block e1: initial reporter facility name (B)(6) hospital block h2: additional information block b5: describe event or problem has been updated. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.